Event description:
It was reported that the customer had cracks in the display on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis states the pump was received with cracked case at display window corners, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.